Event description:
Consumer alleges he was driving to the grocery store about three blocks away and roads and the sidewalks are in terrible condition. He hit a bump and the caster and the tire ripped in half. It is reported he did not have his seat belt on and fell to the ground. No medical intervention was sought.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxap-mcg serial number/date (B)(4) is approximately 8 months old. The owner's manual part number 1143190, rev.k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer was contacted for additional information. Reportedly he was driving outdoors in an area where they were redoing the street. He hit a pot hole and the caster wheel allegedly broke in half causing the chair to tip forward. The consumer did not have a positioning strap on and fell out of the chair. He sustained minor injury and did not seek medical attention. He has contacted his dealer and they have ordered a replacement wheel. The original wheel is not being returned as he admitted that it was his own fault that the incident occurred. I advised that he is required to use the product indoors and should wear a seat positioning strap at all times when using the power chair. He mentioned that he has been having some issues with his stomach and that is why he had not wore it. The maintenance history of the device is unknown. The malfunction has not been confirmed.